Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing complete pump reset instructions, and the error did not reoccur after the reset. The customer was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.